Manufacturer narrative:
The cause for the discordant advia centaur xp hbc total result is unknown. There is no additional sample left to test. The results of the sample with the different reagent lots are at the cutoff of the assay (0.5 index.) The quality control results were all within range. The assay and system are performing acceptably. Us instructions for use (IFU) limitations section states: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A (B)(6) test result does not exclude the possibility of exposure to (B)(6). Levels of (B)(6) may be undetectable both in early infection and late after infection." Outside the us IFU limitations section states: "the advia centaur hbc total assay is limited to the detection of total antibodies to (B)(6) core antigen in human serum or edta plasma. Assays for the detection of (B)(6) may not identify all patient samples that contain (B)(6) virus or potentially infectious units of blood and may generate false reactive results."

Event description:
Customer observed a (B)(6) advia centaur xp (B)(6) result on a patient sample that was positive by an alternate method and alternate advia centaur xp (B)(6) reagent lots. There are no reports that treatment was altered or prescribed or adverse health consequences due to the negative advia centaur xp (B)(6) result.